Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer is reaching out due to the pain is too much and had to take the aligners out due to the pain, I asked for a photo of the aligners on her teeth and one with no aligners to eva the teeth as I am not able to see the ones before tx. The photo with the aligners on show a good fit wnl and the photo of the teeth with no aligners looks like the gums are inflamed and look to have some calculus buildup. I advised the warm water tip and asked the cust when her last cleaning was but cust did not respond I advised that discomfort is normal but the pain is not and if the pain continues she will need to seek a dds eval.